Event description:
The spreader bar detached from the lift. The device inspection did not reveal any device failure. The hanger bar locked on the t-bar assembly and did not come off without lifting locking mechanism. No injury was claimed.

Manufacturer narrative:
UDI in section d4 was not provided as the device was manufactured before UDI implementation. The investigation is ongoing. The results will be provided to the follow-up report.

Manufacturer narrative:
The maxi move lift is specifically designed to be used with arjo slings. This is clearly stated in the instructions for use dedicated to maxi move (IFU 001.25060.en), which also includes a critical safety instruction: "always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." This procedural check significantly minimizes the risk of using an unattached sling. The design of the arjo sling clip and spreader bar includes multiple mechanical safeguards to prevent detachment: the clip cannot move inward due to the metal frame of the spreader bar. Inward movement is blocked by the metal frame of the spreader bar. Outward movement is prevented by a metal end stop. Downward movement is restricted by the clip attachment lug. Upward movement is countered by the patient¿s weight during lifting. These design features are effective only when the correct, compatible arjo sling is used. When a non-arjo sling is introduced, these mechanisms may not function as intended, as the compatibility and secure fit of the clip cannot be guaranteed. In this case, the customer used a non-arjo sling, which is not recommended with the maxi move lift. To sum up, the clip detached during preparation of the device for use, before patient's transfer. The arjo device met specification as no malfunction was found. Given the absence of arjo device malfunction, the lack of harm and potential for serious injury or death and the low occurrence rate (a single complaint), this complaint is considered not safety-related. Such scenario (clip detachment during device preparation, before use to transfer the patient) will not be reported to the competent authorities in the future.

Event description:
The initial information suggested that the lift's spreader bar had detached during use. No injuries were reported. Further clarification from the customer indicated that the spreader bar had not detached. Instead, a clip from a non-arjo sling detached before the patient was lifted. An inspection of the device did not reveal any malfunction that could have contributed to the reported sling detachment. However, it was found that a non-arjo sling was used during the patient transfer.